Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6239251 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for lot#6239251 is not applicable for review since the issue is customer related. Investigation methods/results: the device was returned in original package. The implant was verified to be a glidewell ht implant ø5.0 x 10 mm (70-1189-imp0015) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: no root cause for defect as no information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Limited information was obtained, if additional information is received a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a glidewell ht implant was defective, no other information was provided.